Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, shield is difficult to remove. Stated, needle hub separated when removing shield. Lot: 0090638, catalog: 328291, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one notification [200894508] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, shield is difficult to remove. Stated, needle hub separated when removing shield. Lot: 0090638. Catalog: 328291. Date of event: unknown.